Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional mitraclip device is filed under a separate medwatch report number.

Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds)(00113u252) was advanced to the mitral valve however during grasping, it was not possible to lower the gripper arms. Troubleshooting was performed and the leaflets were able to be grasped and the clip deployed. A second cds (00111u137) was advanced and the same issue occurred, the gripper arms could not be lowered. The clip was not implanted and the cds removed. Outside the patient anatomy, an attempt was made to lower the grippers however was unsuccessful. The grippers were able to be lowered carefully by hand. The procedure was completed with another clip, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. All available information was investigated and a definitive cause for the reported gripper actuation issue could not be determined in this event. There is no indication of product quality issue with respect to manufacture, design or labeling.